Manufacturer narrative:
Additional information was received which provided further details of the previously reported ¿smoke-like echo¿. As reported, this referred to blood stasis. Pre-operatively, there was suspicion of a thrombus in the left atrium which reportedly might have been the cause of the cerebral infarction. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the cerebral infarction occurred during the difficulty advancing the valve over the aortic arch due to severe calcification. Due to the gait disturbance remaining due to left lower extremity paralysis, the patient was transferred from the hospital and rehabilitation was continued. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received, which indicated the computed tomography (CT) and magnetic resonance imaging (MRI) performed for the left hemiplegia. Found after the patient was extubated revealed, a right parietal lobe infarction. As reported some of the calcification might have collapsed, during the difficult advancement of the delivery catheter system (dcs). In addition, transesophageal echocardiography confirmed, ¿a smoke-like echo" in the left atrium, which was also considered as the cause. No additional adverse patient effects were reported. Updated data: b3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a review of the device history record (DHR) for the valve found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic. Therefore, no product analysis could be performed. A DHR review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The dcs was not returned and no product analysis could be performed. The reported event indicated that the dcs was difficult to advance as it encountered calcification in the aortic arch. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that there was calcification in the aortic arch. This indicated that the probable cause of the advancement difficulties was patient anatomy, but this could not be confirmed with the information available. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, but a conclusive cause could not be determined from the information available. However, the reported large calcification on the non-coronary cusp (ncc) may have been a contributing factor as the pvl was also reported on the ncc side. A post-implant balloon aortic valvuloplasty (bav) for the pvl was performed. Stroke is a known potential adverse effect per the device instructions for use (IFU), with a variety of factors that can influence its onset. Pre-operatively, there was suspicion of a thrombus in the left atrium which reportedly might have been the cause of the cerebral infarction. In addition, it was reported that a possible cause of the cerebral infarction was difficulty advancing the dcs due to a calcified aortic arch and the pacing while three post bav were performed. However, due to the information available, a conclusive root cause of the stroke could not be determined. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(4), UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was difficult to advance as it encountered calcification in the aortic arch. The position of the non-medtronic was changed and the dcs was able to be advanced. The valve had passed the arch at least four times. Difficulty was reported as torque was applied in the descending aorta. The left ventricle wire became stuck in the chordae tendineae and could not be pushed/pulled as usual. The valve was deployed successfully despite the large calcification on the non-coronary cusp (ncc). Echocardiogram showed severe paravalvular leak (pvl) on the ncc side. A post-implant balloon aortic valvuloplasty (bav) was performed with a 18 millimeter (mm), 20 mm under and 20 mm nominal balloon. The aortic regurgitation index of 28 was reported and no further treatment was performed. Following the valve implant, poor movement in the left lower and upper limb was observed. Computed tomography (CT) scan did not reveal a cerebral infarction. Three days following the valve implant, paralysis of the left lower limb was observed and cerebral infarction was reported. No treatment for the cerebral infarction was reported. It was reported that possible caused of the cerebral infarction was difficulty advancing the dcs due to a calcified aortic arch and the pacing while three post bav were performed. No additional adverse patient effects were reported.